Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 128 mg/dl (7.1 mmol/l).